Manufacturer narrative:
(B)(4). Date sent: 12/1/2020. D4: batch # u5dc5w. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60w reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications.

Manufacturer narrative:
(B)(4); batch # unknown. If the device, or further details are received at a later date, a supplemental medwatch will be sent. No lot or batch number was provided, therefore, a device history could not be done.

Event description:
It was reported that during a gastric bypass, on the first firing of plee60a with a white load on small bowel, stapler fired, blade reversed, but the stapler would not open. Stapler was closed on the small bowel. The surgeon pressed the reverse button and the stapler did not open. Next, the battery was removed and replaced, and the reverse button tried again. Stapler still did not open. The top manual release was opened and the black manual lever was advanced. Stapler did not open. The battery was taken out again, and popped in with force. The noise of the blade reversing was heard, and the stapler was able to open. The staple line was intact, and looked great. There was no adverse outcome to the patient. A second stapler was opened to complete the procedure successfully.